Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. No additional patient or event information was available as the customer declined to troubleshoot. A root cause could not be determined. Reportedly, the customer calibrated the sensor and received accurate readings.